Event description:
It was reported that an eyelash was found on catheter prior to being used in patient. The catheter was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).